Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate electric shocks due to low amplitude and oversensing. The patient presented to the hospital and an automatic setup was performed and it was observed that every vector failed. The s-ICD system was turned off and the patient was admitted to the hospital. The plan is an evaluation of the x-ray and discussion of next steps. At this time, this s-ICD system remains in use and no additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate electric shocks due to low amplitude and oversensing. The patient presented to the hospital and an automatic setup was performed and it was observed that every vector failed. The s-ICD system was turned off and the patient was admitted to the hospital. The plan is an evaluation of the x-ray and discussion of next steps. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Explant performed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate electric shocks due to low amplitude and oversensing. The patient presented to the hospital and an automatic setup was performed and it was observed that every vector failed. The s-ICD system was turned off and the patient was admitted to the hospital. The plan is an evaluation of the x-ray and discussion of next steps. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.